Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 4cm balloon. Bunching to the outer catheter was identified 7.2cm and 8.0cm from the distal tip. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. An attempt was made to insert the balloon through an in-house 7f sheath, sample was inserted without issue. The inflation hub was connected to an in-house inflation device, and the device was inflated to nominal (8atm) without issue. The balloon was deflated without issue. After retracting from the 7f sheath, an additional attempt was made to pass the balloon through an in-house 6f sheath; however, the balloon would not advance through the sheath due to the sample condition. The balloon was cut at the proximal cone to examine the inflation/deflation port in an attempt to determine why the balloon would not deflate. The glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, the inflation/deflation port was noted as bunched and compressed, likely related to the retraction issues. It is unknown when the glue bullet became lodged inside the catheter shaft, as the bunching of the outer catheter could have contributed to the glue bullet lodging inside the catheter and compressing the inflation/deflation ports. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the condition the sample was received, the investigation is confirmed for retraction issues. Furthermore, although the device was able to inflate and deflate without issue, due to the condition in which the sample was received (i.e. Glue bullet lodged within outer catheter shaft / compressed and bunched inflation/deflation port) and the inability to recreate the conditions of use, the investigation is inconclusive for deflation issues. The deflation issues likely lead to the retraction issues. However, the root cause for the deflation issue is unknown. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon allegedly had difficulty deflating. It was further reported that the health care provider(hcp) had difficulty retracting the balloon through the sheath. The hcp exchanged the balloon and sheath over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history record is currently under review. The device was returned to the manufacturer for evaluation. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon allegedly had difficulty deflating. It was further reported that the health care provider(hcp) had difficulty retracting the balloon through the sheath. The hcp exchanged the balloon and sheath over the guidewire for another that was used to complete the procedure. There was no reported patient injury.